Event description:
Capsulotomy was performed.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on september 05, 2024 with lot number 3519811. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage, two openings assessed as surgical damage and missing shell assessed as inconclusive. As per the investigation procedure creases and nick striated is observed assessed as surgical tool scratch like were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.